Event description:
It was reported that the patient presented to the clinic for a follow up. It was noted that the right atrial (ra) lead was dislodged resulted in loss of capture and undersensing. Chest x-ray confirmed the ra lead dislodgement. The patient was in stable condition.